Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device is not available to return. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 5.5x150 mm supera stent broke off the delivery system and the stent fractured in the body. The stent was left in the patient. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed on the returned device. The reported deployment issue was not confirmed as the stent had already been deployed. The device analysis revealed that there was 150 mm of the stent implant returned and there was no damage or separation noted to the stent implant. The investigation was unable to determine a conclusive cause for the reported deployment difficulty. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history reviewed no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Additional reported information indicated that the physician thought that the supera stent did fracture; the distal 15 mm portion. The stent was fully deployed but the stent did not release; therefore, the stent was accidentally pulled back through the non-abbott sheath. A whole new supera stent was deployed inside of the sfa with no problems. Post-deployment of the second supera the physician reviewed cine images and could see a portion of the first stent inside of the implanted stent. However, when the device was removed from the patient, there was no fracture observed. No additional information was provided.